Manufacturer narrative:
B5- a healthcare professional reported reviewing of the escrs 2024 posters that were published online. The published material reported that a study of 15 eyes of 12 patients was performed at cornea and anterior segment department, in hospital de braga, braga portugal. The patients experienced incorrect sizing, refractive error, progressive endothelial cell loss, pigment dispersion. Additionally, it was reported that "one case of acute ocular hypertension" had occurred. Patients who underwent phakic lens explantation and simultaneous/sequential surgery to implant a new piol, either the same or a different model found that changing the lens model/size or dioptric power improves visual acuity and refractive error and the postoperative vault and the rational stability. Claim # (B)(4).

Event description:
A healthcare professional reported reviewing of the escrs 2024 posters that were published online. The published material reported patients experiencing incorrect sizing, residual refraction, progressive endothelial cell loss and pigment dispersion. The lenses were replaced, and it was found that changing the lens model or dioptric power improves visual acuity and refractive error. Changing the lens size was also found to improve the postoperative vault and the rational stability.

Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove and replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).